Manufacturer narrative:
Analysis of the pump revealed no anomalies. A print report indicated that the pump contained morphine 10 mg/ml and bupivacaine 10 mg/ml. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) and representative regarding a consumer receiving intrathecal dilaudid 10 mg/ml at 0.78 mg/day. The patient developed an infection at the pump site which was identified at a physician exam. Poor health and grooming reportedly led to the event. The patient was given an antibiotic prescription; however, the pump and catheter were removed as the infection did not improve with antibiotics. A hole had developed over the pump.